Manufacturer narrative:
Based on the provided information and tests performed on site, there is no indication of a malfunction of the MRI system or coil used that contributed to the injury. In this case, the reported skin reddening developed into skin necrosis after the examination. This indicates that the injury was not a direct thermal injury (the cable didn¿t become too hot to touch). The injury is expected to be an rf burn, caused by the loop between the patient¿s body and the coil cable. No padding was used between the coil cable and the body to ensure sufficient distance as prescribed in the instructions for use. The high administered rf energy dose (sar x scan time) contributed to the severity of the heating incident.

Event description:
Philips received a report from a customer related to a 3rd degree heating incident. The patient was scanned on an achieva 1.5t system with the sense knee coil.